Event description:
It was reported that this lead was explanted due to noisy signals. It was suspected a lead fracture but it was not confirmed. A new lead was successfully implanted. No additional adverse patient effects were reported. Additional information was received mentioning that this patient reported tricuspid valve damage from a transvenous lead which resulted in open heart surgery. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was explanted due to noisy signals. It was suspected a lead fracture but it was not confirmed. A new lead was successfully implanted. No additional adverse patient effects were reported.